Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the newly admitted patient's would not cross over into pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over into pyxis. The technical support specialist (tss) accessed es server remotely, and patient records were checked under es settings for visits and orders. The patients were initially marked as ¿unknown¿ with a placeholder visit type. The active directory (adt) team was advised to resend the admit message. After the adt message was resent, the patient records updated to reflect the correct visit type and admit status. The es server confirmed the update, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.